Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged system interconnection flex cable. The cable was replaced to resolve the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display flickered and the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.